Event description:
It was reported by the sales rep that "last week" there was a coronary sinus perforation with the use of the proplege coronary sinus device, pr9 . The physician "noticed the perforation when he used contrast. They saw that the lesion was contained and they cancelled the case. They plan to redo the patient via open sternotomy at a later time. The patient is stable." Product not retained by the hospital. Unknown lot number.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the sales rep and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it is important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials all with the intention to avoid the issue. A customer letter will be addressed to the customer to mitigate the risk associated with this event, no further corrective actions will be performed due to this event. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.